Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have a damaged lens and the tamper seal was missing. There were 5 instances of "medium alarm displayed: cannot start pump" in the event log. During testing it was found that there was a faulty ail sensor. The original complaint was able to be duplicated. It was unknown what caused the faulty sensor.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump indicated that the pump had a bad air-in-line sensor. There were no reported adverse events.